Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient was revised on hip due to pain and loosening of stem.

Manufacturer narrative:
An event regarding stem loosening involving a accolade tmzf hip stem #4 was reported. The event was confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. A review of the provided medical records and op reports by a clinical consultant indicated: [¿]¿the loosening event is confirmed both on x-ray as well as during revision surgery. [¿] usually such loosening problems are caused by an adverse mix of patient-related and procedure-related factors but such cannot be established with the current information.¿ a device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed.

Event description:
It was reported that patient was revised on hip due to pain and loosening of stem.